Event description:
It was reported that during a photo-selective vaporization of the prostate, the fiber tip fell off due to heat. The procedure was completed using another fiber without patient complications.